Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the joystick gimble might be the issue, but that sometimes the chair drives erratically where it's like the gimble is missing spot.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there was a spec of something was in the inductive and unit was scrapped, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the joystick gimble might be the issue, but that sometimes the chair drives erratically where it's like the gimble is missing spot.